Event description:
It was reported to medtronic minimed that the customer experienced physical or cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation, unit powered on with unexpected open book image. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and force sensor gold traces. Isolate to electronic stack. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, stained keypad overlay, pillowing keypad overlay, and scratched case in summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Open book image due to corroded electronic assemblies. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.